Event description:
As reported by the edwards field clinical specialist, the sapien valve was implanted 70:30 aortic, resulting in mild central aortic insufficiency (cai). A second sapien valve was implanted within the first, 50:50 across the native aortic annulus, resolving the cai. Following the procedure the patient was noted to be in stable condition. Additional investigation revealed the following: the native annular diameter was 20mm by tee. The native aortic valve/leaflets were severely calcified and the native aortic root was moderately calcified. There was no significant septal hypertrophy or mitral annular calcification. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During valve deployment, ventilation was held and there was no loss of pacing capture. Prior to deployment, the valve was positioned 50:50 across the native aortic valve. Post deployment, the valve was positioned 70:30 aortic. Per the implanting physician, the sapien valve pulled aortic during deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. As noted above, the sapien valve "pulled" aortic during deployment. In this case, the root cause of the 70:30 aortic position post sapien valve deployment cannot be confirmed as none of the aforementioned patient/procedural factors were reported. However, review of previous reports of valve malposition too aortic reveal that they are typically due to a combination of patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.